Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient returned to the clinic for her pump disconnect at 43 hours and the volume left on the pump was 50 ml but the bag of medication was completely empty. Reporter stated that the patient did receive the full dose, and no harm was done to patient. Per reporter, the rate was correct on pump. The event occurred while in use with patient at clinic.